Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. Customer requests courtesy check on ventilator to ensure proper functionality. Fse attempted to power up ventilator in normal operating mode. The power switch would not flip to 'on' position. Fse replaced power on/off switch and performed full performance verification tests per philips' manual. Unit passed all tests successfully. Returned unit to service.

Event description:
Philips field service engineer (fse) reported the power switch would not flip to ¿on¿ position. No patient/user harm reported. Not in use. The event date was not specified; estimate used.